Event description:
The initial attorney report alleged pain, infection, adhesions, explant, and defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2000 - repair of incisional hernia with composix mesh. On (B)(6) 2001 - repair of recurrent hernia with composix kugel mesh. Reportedly, the composix mesh was identified and the entire right lateral and inferior portions had dehisced from the abdominal wall. The composix kugel mesh was secured to the composix mesh. On (B)(6) 2002 - repair of recurrent hernia with composix kugel mesh. Both the previously placed composix mesh and composix kugel mesh were excised. Reportedly, in two areas the bowel was adherent to the mesh directly. There were no injuries to the bowel. On (B)(6) 2002 - incision and drainage of abdominal wall abscess at recent incision site. On (B)(6) 2002 - incision and drainage of abdominal wall abscess and placement of wound vac. On (B)(6) 2003 - partial excision of infected composix kugel mesh. On (B)(6) 2004 - incision and drainage of abdominal wall abscess and debridement of remaining composix kugel mesh.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be two additional implants and postoperative event. Based on the info available at this time, no definitive conclusions can be made. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.